Manufacturer narrative:
This report originally filed as [9612169-2023-00268]. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause: the product investigation could not identify a root cause. The patient complains of their eye getting tired after working at a computer. The patient wants to have a lens replaced with one that has blue light filtering. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she wanted a blue light filtering lens to be implanted in her eye. But, a company representative convinced her doctor that a uv only lens was blue light filtering lens and it was implanted in her eye. The consumer stated she had tired eye after working on computer.